Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 18cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip and the shock coil was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed cuts in the insulation which most likely resulted from the extraction procedure. Furthermore, deformations of the inner coil close to the is-1 connector pin were found. Additional investigations indicated that these damages were caused by over rotation of the inner coil during the retraction of the fixation helix. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was capped on (B)(6) 2015 due to inappropriate shocks. Lead was replaced with a competitor product. On (B)(6) 2019, lead was explanted during a generator change. Should additional information become available, this file will be updated.